Event description:
The patient underwent uneventful routine glaucoma surgery with a clearpath 350 tube shunt and a corneat everpatch synthetic patch graft to cover the tube on (B)(6) 2024. The healing process was routine, until (B)(6) 2024 (6 weeks after surgery), at which point conjunctival dehiscence and retraction was noted, and the everpatch was exposed. This exposed area continued to enlarge and did not re-epithelialize in the healing process. The patient had to return to the operating room on (B)(6) 2024 for exchange of the everpatch with a corneal half-moon patch graft.